Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector during user handling of the device, which led to an abnormality in electrical components and the error message was displayed. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. - leakage testing of the endoscope" olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that when using an evis lucera elite colonovideoscope, an error code e315 appeared. The issue was noticed at preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed with an image error code. Additional findings were as follows. The light glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was worn, the suction connector had water ingress, the biopsy channel was leaking and the up/down and the left/right angles were not to specification. Finally, the electrical safety test and the automated air leak test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.